Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display was dim/faded. Reportedly, the screens could not be read/maneuver safely, there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/23/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/06/2015 with the following findings: on investigation, the alleged display issue was duplicated. The pump powered up to a dim and discolored verify screen. The auditory and vibratory features were operational. Unrelated to the complaint, the contrast button was unresponsive while the other buttons responded properly. The keypad cover was undamaged and removal of the cover found contamination under all the button contacts. A battery compartment crack was observed below the grip pap and a pump casing crack was observed near the top right hand corner of the display.